Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that buttons were not responding of insulin pump. The blood glucose of the customer was 110 mg/dl. Customer stated that insulin pump was not exposed to moisture. Customer stated the insulin pump, reservoir and infusion set did show signs of damage. Customer stated reservoir was not able to lock in place when inserted into insulin pump. The product will return for the analysis.